Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient¿s outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient¿s related comorbidities. Coagulopathies leading to intracranial hemorrhage may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient¿s with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received stating patient came to hospital yesterday after passing out. Computed tomography (CT) scan revealed 6 cm shift consistent with hemorrhagic cerebrovascular accident (cva). Pump has been turned off, comfort measures only. Patient died on (B)(6) 2017. Cause of death was hemorrhagic cva. No further information has been provided at this time.